Event description:
The lead was returned from an unknown source revealing that the patient was deceased. The lead subsequently tested out of specification during manufacturer's analysis. Additional information was received that the death of the patient was not related to the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event: the proximal segment of the lead was returned, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant medical products: 5076-45, lead, implanted: (B)(6) 2003. (B)(4).